Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Reportedly, the pump software delivered too much insulin via automatic correction boluses. Review of the pump data logs by tandem technical support verified that the pump software was working as intended. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.